Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the information reviewed, the reported pericardial effusion appears to be related to procedural conditions. The reported unrelated patient death was due to patient condition (the patient had low blood pressure) per the physician. The reported patient effect of pericardial effusion as listed in mitraclip ntr/xtr instructions for use (IFU) is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This will be filed to report post procedure; a pericardial effusion was noted. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. During preparation of the first clip delivery system (cds) (cds0701-xtw, 01106u179), the clip failed to establish final arm angle (efaa). After three attempts, it was decided to use a second cds. The cds was not used in the patient anatomy. A second cds (cds0701-xtw, 01112u260) during preparation, the clip passed efaa, but would not unlock to test invert. The clip was locked/unlocked but was unable to get it unlocked. Everything looked normal, the clip performed as normal and passed efaa, but then could not unlock. Approximately, six attempts were made to unlock ¿ moved the lock lever to different positions cycled the grippers but was unsuccessful. It was decided to use a third cds. This cds was not used in the patient anatomy. The third cds (cds0701-xtw, 01112u259) was used with not issues during preparation or during use. The clip was implanted successfully, reducing mr to 1. Post procedure, a pericardial effusion was noted. The physician did not know when it occurred or what device caused it. There was not treatment as it was a small pericardial effusion. The patient had been admitted in unstable condition and underwent a stenting procedure in the right coronary artery prior to the mitraclip procedure. Prior to the procedure, the patient had low blood pressure. After the procedure, the patient was monitored due to the low blood pressure and the pericardial effusion. Later, the patient condition declined, and the patient coded. Echocardiogram noted that the clip looked fine. The patient died on (B)(6) 2021. The cause of death is unknown but related to the patient¿s admittance condition, the low blood pressure. In the physician's opinion, the clip or pericardial effusion did not cause or contributed to the patient death. No additional information was provided.